Event description:
It was reported via repair work order that the foot end jack would not lower due to a malfunctioned jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.